Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 426 mg/dl. The customer felt symptoms of a headache. The customer was treated for the high blood glucose with their insulin pump. The customer stated that the introducer needle was a little bent. The customer also mentioned that the drive support cap may be sticking out of the device. The customer returned the product for analysis.